Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 405 (mg/dl). Customer changed pump supplies and administered a manual injection and correction bolus to treat their bg levels. Troubleshooting with tandem technical support indicated pump was performing as intended. Reportedly, the cartridge that had been in use on the pump prior to the supplies change on (B)(6) 2016 had been in use for 3 days with humalog insulin. Customer was reminded that humalog is indicated for use up to 48 hours.